Manufacturer narrative:
Concomitant medical products: serial# (B)(4), implanted: (B)(6) 2014.

Event description:
It was reported by the patient's daughter that the patient had to have one of their leads replaced on the day of implant as "something was not done right". Follow up information received from the patient's clinic indicated that the right ventricular (rv) lead was re-positioned, not replaced, two days post implant due to intermittent failure to capture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.